Event description:
Unomedical reference number (B)(6). Event occurred in france. It was reported that, the patient had several infusions sets that were leaked. The event occurred on 10-jun-2024. No further information available.